Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m91y66 the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the tip bent and the device would not work. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.